Manufacturer narrative:
Product analysis :visual and optical examination of the ibt balloon identified a sharp cut at the distal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent balloon kyphoplasty due to vertebral compression fracture. Intra-op, during the inflation the inflatable bone tamp at l2, it broke at 150 psi. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.